Event description:
A day after treatment with 2ml of juvederm ultra plus in the nasolabial folds, marionette lines, and glabellar lines the patient presented with redness and "small papules" all over the face and swelling around the eyes. The physician prescribed bendazol to prevent worsening of symptoms that may lead to permanent damage, because the symptoms seem to be worsening. A sister file has been opened for the juvederm ultra syringe used.

Manufacturer narrative:
Device evaluation summary: the documentary research in the batch files shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications.